Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Product has been received for evaluation. A follow up report will be submitted upon completion of device evaluation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early end of sensor session occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test passed. A pairing/download test with (B)(4) bluetooth device was performed and passed. A transmitter functional test was performed and passed. A review of the share log was performed and early end of sensor session was not found within the investigation window, however the alleged complaint was found on the next day. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.